Event description:
Patient with heartmate ii left ventricular assist device (lvad) for 8 months presents with hematuria and high lactate dehydrogenase. Ramp echo study revealed the device would not decompress the left ventricle. Patient received vad exchange.